Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00002). On 01/29/2020, the distributor provided additional information. The affected administration set is bx70071d lot# 1811011. Medication being infused was saline and iron sucrose. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
The service provider provided the evaluation report on 01/29/2021. Three used administration sets (bx70071d lot# 1811011) were returned from the customer and tested. Leaking below the drip chamber was observed. The reported issue was confirmed.

Event description:
This is the second follow-up for the initially filed MDR (3006575795-2021-00002).

Manufacturer narrative:
This report supplements the initial MDR report #3006575795-2021-00002 (complaint (B)(4))submitted january 27, 2021, with a supplemental report for additional information on february 08, 2021. On 01/18/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/14/2021 and stated that "an administration set model bx70071d lot # 1811011 is leaking right below the drip chamber. This happened three separate times and one of the sets is being discarded." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was saline and iron sucrose." Two (2) additional complaint files (complaint #(B)(4) and #(B)(4)) were opened to separate each incident. Additionally, two (2) additional MDR reports were submitted (MDR report #3006575795-2022-00040 and #3006575795-2022-00041).

Manufacturer narrative:
The service provider received three used sets returned from the customer on 01/22/2021. Zyno medical is wating for evaluation results from the service provider.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/14/2021 and stated that "an administration set model n/a lot # also n/a is leaking right below the drip chamber. This happened three separate times and one of the sets is being discarded." The event date is unknown. A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown.